Manufacturer narrative:
During the eval of the device at the MFR's service center, the device failed a steps during testing. The device was recalibrated to address the issues.

Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.